Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was capped due to had previously failed (no further known details). Revision had been deferred and pm reprogrammed to aair mode (date unknown). Repeated follow-up holter monitor reports confirmed reliable 1:1 av conduction and no evidence of heart block. Lead was replaced with rv apical lead when holter monitor report for (B)(6) 2024 reported complete heart block with ventricular arrhythmias (no pt symptoms reported). Patient has no reliable av conduction and is ventricular-pacing 100 percent. No adverse patient events were reported. Should additional information become available, this file will be updated.